Event description:
Couldn't snap off the stem on the snap off which resulted in fracturing the osteotomy.

Manufacturer narrative:
Device not returned; therefore, a device evaluation was not conducted. Photographic evidence was provided which showed the device was fractured. Device history record review was conducted . Lot 226421 was mfg. 8-5-2021. Lot 226421 had 250 pieces. The lot did not have any non-conformances or capas. Lot met all specifications. Historical data review identified 1 other complaint related to lot 226421 for a similar issue. There is no imaging, x-rays, fluoroscopy, MRI etc. Or additional information provided by the complainant that can confirm the complaint event. The root cause is indeterminate.